Manufacturer narrative:
D3: correction. D9: 13-jan-2025. H3: one device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported event was duplicated. The device was unable to power up due to contamination, which is the cause of the reported issue. The battery compartment and the board were replaced to resolve this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 46011. There was unknown patient involvement.